Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the design of the operational amplifier circuit on the dr board did not meet the specifications, and the design was changed on (B)(6), 2018. Based on the compact survey, it was stated that it is possible that the patient board has failed due to a design defect. The phenomenon was reproduced, and it was confirmed that the phenomenon was resolved when the patient board was replaced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was "completely dark" and errors "e311 and e315" were generated. This report is submitted for the reported malfunction of "e315" error. The problem, as reported to olympus, was identified during routine checks of equipment prior to procedures. There was no patient injury, associated with the problem, reported to olympus.